Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the implantable pulse generator (ipg) exhibited noise. It was also noted that both the right atrial (ra) and right ventricular (rv) leads exhibited noise and short v-v intervals. The device and leads were reprogrammed and remain in use.